Event description:
A report was received that the patient was unable to charge the ipg. It was also reported that during the revision procedure the patients ipg migrated upside down which caused charging difficulty. The patient underwent a revision procedure. The patient was doing well postoperatively.